Manufacturer narrative:
Date of event: (B)(6) 2017 (exact date unknown) additional suspect medical device components involved in the event: model: sc-2352-50, serial: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient felt a pulling sensation when turning over in bed that has since developed into a burning pain in his right thigh inferior to the ipg site. The physician will conduct an exploratory revision surgery to determine if the fascia has become entrapped beneath the leads and or the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision procedure. Per the physician assessment the retaining suture on the ipg had been partially torn off the fascia which caused the sensation of burning pain, the ipg was repositioned in the same pocket and re-sutured. No device malfunction was suspected. The patient has recovered. The devices will not be returned to bsn as they remain implanted in the patient. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient felt a pulling sensation when turning over in bed that has since developed into a burning pain in his right thigh inferior to the ipg site. The physician will conduct an exploratory revision surgery to determine if the fascia has become entrapped beneath the leads and or the ipg.